Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Sales consultant reported a reduction forceps with serrated jaw ratchet broke interoperatively. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Lot no received and DHR was requested, due to the fact age of device (over 14 years) information is not available to review.